Event description:
On 5/16/97, the surgeon performed a lumbar spime theter release, securing a preclude dura substitute graft with cv-4 gore-tex suture. The pt developed an infection requiring a reoperation for evacuation of the abcess with placement of a lumbar drain on 5/26/97. On 5/31/97, despite antibiotic therapy, with persistent cerebrospinal fluid leakage and persistently positive cerebrospinal fluid cultures, the surgeon replaced the graft with cadaveric dura. Following the final operation, with aggressive cerebrospinal drainage, the pt has persistently negative cerebrospinal fluid cultures and his wound remained dry. Postop day 21, the pt was discharged to home with an add'l two weeks of antibiotic therapy.